Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 5.7, inratio (re-test): 4.5, lab: 7.4. Caller also reported 2 "nes" errors.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: (B) (6) 2010, inratio: 5.7, reference: 7.4, mean: 6.55, confidence limits: unable to determine. The mean is >5.0 and the difference is less than 2.2 and only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 4.5, reference: 7.4, mean: 5.95, confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B) (6) 2010, 1sr inr: 5.7, 2nd inr: 4.5, mean: 5.10, sd: 0.85, % cv: 16.64. Since 16.64% cv is less than 20%, inratio meter results pass the criteria for precision no further testing is required at this time. Customer obtained 2 nes errors. Nes error occurred when there was not enough sample applied to the test strips to fill the test area, and/or strip channel was blocked. Inr reported did not meet accuracy. Data analysis was performed on inr results provided by customer. Recent investigation on strip lot # 222165 from a previous case met accuracy criteria. No further investigation will be pursued. Conclusion: troubleshoot investigation revealed pt coumadin dosage may have been doubled accidentally. There is a high possibility that the discrepancies are due to changes in the dosage of the pt. As of 02/15/2010, 1 discrepant result complaint was reported for lot # 222165 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.